Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500's mg/dl range. Correction boluses via the pump and insulin pen boluses were delivered to address the bg level. Reportedly, after an occlusion alarm the customer was able to deliver the remainder of the correction bolus without an additional occlusion alarm announcing. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.